Event description:
Additional information was received indicating far r-wave oversensing was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, oversensing resulting in automatic mode switch was observed. The device was reprogrammed, however, the event was not resolved. No additional intervention was performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.